Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted after an infection was noted in the pocket and vegetation was found on the leads. Cultures were taken and antibiotic treatment was administered. The system was not replaced. No further patient complications have been reported as a result of this event.